Manufacturer narrative:
(B)(4). During the event history log review, an increased intra-peritoneal volume event was identified. However, the root cause of the reported issue cannot be determined from the available information. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 02:25:08. During night drain cycle one, the patient's ultrafiltration reading was 164 ml, indicating the home patient (hp) drained 164 ml more than their maximum programmed fill volume of 270 ml. No additional information is available.